Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found that the current data range did not cover the day of the complaint due to continued customer use. However alarm history did show multiple low battery and two replace battery warnings. The pump powered up with the returned battery cap and functioned properly. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. The pump casing was opened to further investigate and no internal issues were found. The reported power issue was confirmed in the alarm history but the investigation was unable to duplicate the issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected. Review of alarm history showed occurrences of the related warnings and the reporter noted that the issue recurred with batteries from different packs. The reporter stated that there was no damage to the battery compartment or cap, no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.